Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reviewed the lead under fluoroscopy and decided to monitor the patient for now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited low impedance and noise. The lead was capped and replaced.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with their device alarming. The right ventricular (rv) lead exhibited high impedance, varying impedance, and short v-v episodes with oversensing. The lead remains in use until further action is planned. No patient complications have been reported as a result of this event.